Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.